Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had no control of their bladder for the couple of days prior to the report. The patient did feel the stimulation and noted that, at times, they feel the stimulation and, at times, they didn't, so it was hard to know if the symptoms were being managed well. They noted that they had a fall recent to the event, stating they broke their wrist trying to catch themselves. They added that they were hit by a semi truck in 2008, which ended up doing massive damage to their leg and they had surgery in their right knee and a left hip replacement. They stated that they may need surgery, again, on both their hip and knee. They also took oral oxybutynin and a daily antibiotic. They stated that they were without their medication, so they weren't really eating or drinking correctly. Their healthcare professional (hcp) told them to get their patient programmer (pp) replaced so they could check the system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient had medications, lab work, and there were several attempts at reprogramming to resolve the intermittent stimulation and bladder control, but it was not resolved. They were scheduled with a manufacturer representative for 2016-11-30. They were put in a situation that caused them to fall on several occasions. They related the problem to the fall and the assault, not to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.